Event description:
Patient nearing end of dialysis and practioner in room heard swooshing noise from machine. She went to examine but the sound stopped, chamber looked good. Next air, alarm went off and machine automatically shut off. Venous chamber 1/2 full of foam and some foam noted in arterial chamber. No obvious air seen. It was discovered later that patient had air in multiple blood vessels and in right atrium. However, it is not clear if it was related to this event. Patient did not suffer sequale from this. Staff has contacted gambro service who is coming out to inspect device. Staff are not using device until machine is cleared by gambro.